Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he was able to duplicate the reported issue intermittently. The biomedical engineer determined that the cause of the reported issue was the quik-combo therapy cable. Physio provided the biomedical engineer with the part number for a replacement cable. Neither the device nor the removed quik-combo therapy cable were returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed a ¿connect electrodes¿ message when a patient was properly connected to the device via a quik-combo therapy cable and therapy electrodes (brand unknown). As a result, defibrillation would not have been possible because the device could not detect the patient load. Medical personnel were attempting to monitor the patient when the reported issue was observed. Additionally a backup device was available for use, if it were necessary. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.